Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: hcp stated the cause of symptom return was determined at appointment in hcp office with manufacturer's rep to be that the device was turned off. The rep turned the unit back on (B)(6) 2019. Patient called back on (B)(6) 2019 stating it wasn't working again and so was given the patient services number (see previous report) and a message was sent to the rep. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Patient stated that if she hits something it hurts at implant site, since implant. It was reported the patient said that her implant is hard to find because the scar is gone. Patient also stated that she thought the ins was higher than it is and stated that she was told it is lower. Patient reported that she has had a return of symptoms and stated that her urine is out of control. Patient further clarified that she can't stop it and if she picks up something heavy urine comes out and if she stands up it comes out. Patient stated that she met with a manufacturer¿s rep for reprogramming and stated that it lasted a couple hours, maybe 4 hours and then it quit working. Patient services (ps) asked for further clarification multiple times and patient was not clear what she was referring to. Patient stated that she was told to wait about 10 days and stated that her symptoms returned. Patient stated that she first noticed that stimulation was out when she went to see her hcp (healthcare professional). Patient could not confirm if she was referring to stimulation turning off or her return of symptoms. Patient stated that she has tried changing batteries in the programmer and tried resetting it. Ps reviewed external equipment theory and usage and patient confirmed understanding and confirmed there is no issue with the programmer, but she is getting no therapy relief and she is not feeling stimulation. Patient stated that initially following reprogramming she could feel stimulation, but stated that now she is not. Ps reviewed stimulation considerations and expectations. Pt also reported that she has had a few times of ¿bleeding down there¿ and stated that she had "small amounts of red blood" that started following the return of symptoms noted above. Pt stated that in (B)(6) 2019 she had a large amount of "bright red blood" that filled a pad. Pt stated there was only one occurrence of the large amount of blood. Pt stated that she has been into the urologist "100 times." Pt stated that the symptoms noted above have been going on for months. Troubleshooting included ps walking pt through syncing with her ins on the call, pt stated that she pressed the stimulation on button on the pp and stated that she could feel stimulation following pressing the stim on button. Ps inquired if pt had stimulation turned off and pt initially stated she did. Ps reviewed therapy needs to be on for it to be effective. Pt could not confirm if she had stimulation turned off or not and was very difficult to follow during the call. The patient felt stimulation comfortably in her bike seat area following turning stimulation on. Pt stated stimulation was at 1.7 v. Pt inquired if she can remove the programmer antenna and ps reviewed information and external equipment theory and usage. Pt was very difficult to follow throughout the duration of the call and explaining the timeline of events. On (B)(6) 2019 the patient called in again: the caller stated that the stimulation is not working and that they had a return of symptoms. The caller never remembers how to make adjustments, and ps walked the patient through increasing to 1.9 v where they could feel stimulation. No further complications were reported or are anticipated.